Event description:
It was reported that the following occurred during an l3-l5 posterior spinal fusion using titanium universal spine system (uss) dual opening system to treat an l4 fracture. While torquing the right l5 screw, the nut would not torque, and was found to be cross threaded. The surgeon attempted to use two (2) other nuts to thread onto the screw properly. This was unsuccessful; the right l5 screw had to be replaced due to damage on the threads of the screw. The right l-5 screw was removed, and was replaced with a larger diameter screw. A new nut and collar were successfully connected and the surgeon was able to torque it with the torque wrench. The surgeon completed the procedure with a fifteen (15) minute surgical delay. There was no reported patient harm noted. One unknown rod remains implanted. This report is for an unknown rod. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for an unknown rod/unknown lot. Additional product codes: mni, mnh, kwp, kwq. Device was not reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.